Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that no steps were taken to resolve the shocking sensation. It was noted that the shocking sensation through the left side of the body when turning in a twisted way has not happened again yet. The patient stated that the rep and the doctor stated that it will probably happen again and they were of no help.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they felt a shock through their body on the left hand side. The implantable neurostimulator status was confirmed to be on using the patient programmer. The patient was using program 1 at 1.5 v. There was no trauma/falls related to the patient's issue. The patient reported that they had turned in a twisted way. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.